Event description:
It was reported that the patient had not been feeling well since activation of a vagal nerve stimulator (vns) and there was a possibility that the vns was interfering with the implantable pulse generator (ipg). The neurologist was going to notify the cardiologist if further investigation was required. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).